Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the right side. Device was explanted.